Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The contact of a peritoneal dialysis (pd) patient reported finding a fluid leak during the patient's treatment. During the patient's fill stage, the patient contact discovered fluid leaking from the patient connector. When he opened the cassette door there was fluid on the tubing set. He was advised by his nurse to take antibiotics. He retained the set and gave it to his pd nurse. Additional attempts to contact the patient and clinic have not been successful at this time.